Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the chronic right atrial lead was placed in the right ventricle, however it was not functional due to its placement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later clarified that the lead was functional, but was not able to stimulate the right atrium due to its inadvertent positioning in the ventricle. During the routine device replacement procedure, the physician elected to leave the lead in the ventricle and implant a new lead in the right atrium.